Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 337 expired bd q-syte tri-extension sets 15 cm (6 in) 2.25 ml were received by the initial reporter. The following information was provided by the initial reporter: customer was billed 350 pcs. However, physically on the product, expiry date is print as 06-2020. Among that 13 units sold during shelf life period. Remaining 337 units stock expired.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the 3 photos and documentation submitted for evaluation. The reported issue was confirmed upon review of the photos and documentation. A review of our manufacturing records was performed and showed that the expiration date on the invoice, 30-june-2022, was incorrectly entered into our system. The proper expiration date of 30-june-2020 was on the label of the product packaging. The incorrect expiration date was changed to the correct expiration date in march 2020. The invoice that was supplied for the investigation was created in 2018 and therefore had the incorrect expiration date. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. H3 other text : see h10.

Event description:
It was reported that 337 expired bd q-syte tri-extension sets 15 cm (6 in) 2.25 ml were received by the initial reporter. The following information was provided by the initial reporter: customer was billed 350 pcs. However, physically on the product, expiry date is print as 06-2020. Among that 13 units sold during shelf life period. Remaining 337 units stock expired.